Event description:
It was reported that during the implant attempt the helix mechanism was distorted; it was longer than normal. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for (B)(4): the full lead was returned and analyzed. The helix/lobe was distorted/bent. There was also blood in/on the helix/lobe mechanism. Visual analysis determined the lead was damaged at implant.